Event description:
It was reported that the device was undersensing p waves. The physician saw the patient after this report and determined that everything was fine with the device and no intervention was done. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 383059, implantable pacing lead, (B)(6) 2006; 7122, competitor implantable tachy lead, (B)(6) 2011.